Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported there was a wound problem at the ins pocket site that was possibly related to the implant procedure and unlikely related to the device/therapy itself. There was suspicion of an infection at the pocket site. There was redness. They were seen by their general practitioner who started them on augmentin 3x875 mg. They saw a red, warm, pressure-pain softening over the ins site, without systematic symptoms, with the impression of a slightly tilted ins underneath. The patient had been hospitalized to revise the ins and exclude infection. The event resolved without sequelae on (B)(6) 2018. No further complications were reported as a result of this event. Additional information received from the healthcare professional of a clinical study reported that no infection was confirmed on (B)(6) 2018. The etiology was reported as possibly related to the device or therapy. The event required in-patient or prolonged hospitalization. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The device diagnosis was ins migration. The clinical diagnosis was wound problem at the pocket.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The clinical diagnosis was updated to redness at the pocket of the stimulator.